Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for scheduled follow up. Upon examination, it was discovered that the atrial lead exhibited multiple episodes of auto mode switch due to lead noise. The noise behavior appeared consistent with a possible lead to pulse generator can abrasion. The physician elected to continue to monitor the lead. The patient was reported to be in stable condition.